Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that patient developed an epidural hematoma during the trial procedure. The patient was doing well and the trial leads will not be return.